Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1: establishment name is: (B)(6).

Event description:
It was reported the gastrointestinal videoscope experienced image noise. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was deformation of the plug unit and switch 1 had a cut. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: deformation of plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.

Event description:
No new information from the customer.

Manufacturer narrative:
Update to h4 - device mfg date: see h4 for more information.